Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of upper respiratory tract infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a clinical patient was initially injected in the cheeks bilaterally with 4.45ml of harmonyca lidocaine. Approximately one month later the patient received touch-up injections in the cheeks bilaterally with 2.15ml of harmonyca lidocaine. Approximately one year and a half after the touch up injections the patient experienced non-device related ¿upper viral respiratory track infection (not device related).¿ four days later, patient was treated with amoxicillin/ cl avulanic. The event resolved eleven days later. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the touch-up injection.